Event description:
It was reported that when retracting the needle, the slide grip stopped before the expected click and felt obstructed, possibly due to debris. As a result, approximately 0.25 to 0.5 inches of the needle remained exposed. It was also noted that the catheter¿s self-occluding feature did not function as effectively as expected and allowed a slow flow of blood. The event occurred during catheter insertion at acadian ambulance. No medication was used with the product, and the device had not been reprocessed or re-sterilized prior to use. There was patient involvement; however, there was no delay in therapy, and no patient harm was reported.

Manufacturer narrative:
B3: february 2026 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.